Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report. Correction: the patient age is incorrectly given in the initial report.

Event description:
The patient came for implant and the processor check. External parts were checked and found working. There is no swelling on the implant site and a trauma is not known. According to the parents, the patient stopped responding to sounds approximately an year ago. The patient was re-implanted on (B)(6) 2016.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient came for implant and the processor check. External parts were checked and found working. There is no swelling on the implant site and a trauma is not known. According to the parents, the patient stopped responding to sounds approximately an year ago.